Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received 30 samples from the customer for investigation. 1st and 2nd time pull out testing was performed by franklin lakes using 30 customer samples. 30 out of the 30 tubes did fail the test thereby confirming the reported issue of a stopper creep-out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 30 tube pln plh 13x75mm 4.0ml plbl rd stopper popped out of the tube. The following information was provided by the initial reporter: "plain tube pop up and looseplain tube cap pop up and loose due to which sample are getting leaked and they cant able to send the sample through pneumatic shoot."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 tube pln plh 13x75mm 4.0ml plbl rd stopper popped out of the tube. The following information was provided by the initial reporter: "plain tube pop up and looseplain tube cap pop up and loose due to which sample are getting leaked and they cant able to send the sample through pneumatic shoot."